Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a tranfemoral tavr procedure in the aortic position, the 23mm sapien 3 valve was implanted with nominal volume and 2/3 above the annulus but resulted in severe paravalvular leak (pvl). Bav had been performed with a 20mm balloon. An additional 3cc were added and the valve was post dilated but the pvl remained severe. The decision was made to deploy a second valve. An additional 1.5ml were added a second 23mm sapien 3 valve was implanted with good outcome. Post op echo showed pvl was reduced to mild. During the procedure, the patient was noted to have developed a third degree av block. The doctor believes that the patient¿s mild calcification caused the pvl. The patients¿ native annulus measured 22.5mm and had an area of 214mm² and was mildly calcified.

Manufacturer narrative:
Additional information provided confirmed that after the second valve was deployed, the patient¿s pvl was reduced to moderate and after a few days reduced to mild. Additionally, the patient received a permanent pacemaker on pod1. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker and pvl are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the severe pvl is unknown but may be related to the patient¿s mild calcification. The exact cause of the third degree heart block is unknown but may be related to patient factors (pre-existing av block 1 and rbbb) and procedural factors described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.